Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 359.219, lot: 8973607, manufacturing site: hägendorf, release to warehouse date: 22 oct 2014. A manufacturing record evaluation was performed for the finished device lot number. And no non-conformances were identified. Visual inspection: the inserter for ti elastic nails (p/n: 359.219, lot#: 8973607) was returned and received at us customer quality (cq). Upon visual inspection, the headpiece component was observed, to be disassembled from the device. And the inner shaft was observed, to be broken. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed, due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed, for the inserter for ti elastic nails (p/n: 359.219, lot#: 8973607). There is no indication, that a design or manufacturing issue has caused the complaint condition .and hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the procedure the flex nail inserter broke while insertion. Surgery was delayed. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).